Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-24166. It was reported patient suffered a fall couple of times in (B)(6) of 2020. Diagnostics indicated that patient had high impedances. To address the issue, surgical intervention may take place at a later date.